Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.